Event description:
The manufacturer received information alleging a ventilator's ac inlet connector was damaged. There was no harm or injury reported. During the evaluation of the device at a third party service center, the ventilator's ac inlet connector was found to be broken. The ventilator's ac inlet connector was replaced to address this issue.